Event description:
The end of the exeter bone plug introducer came off the instrument whilst impacting the plug. The stem was then cemented into the femur. The piece was only seen the following day on x-ray. The instrument was used in completely the appropriate manner. It was only the following day when surgeon noticed the metallic object on the post op x-rays.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.